Event description:
It was reported that the patient presented with dyspnea on exertion (doe). No alarms were noted aside from low voltages. Log files were submitted for review and captured 2 low flow flags on (B)(6) 2025 that were not sustained long enough to activate the audible alarm. There were also several odd low power advisories and power cable disconnects on (B)(6) 2025 while the patient was connected to batteries. An echocardiogram and computed tomography angiography (cta) were planned for the patient. The dyspnea did not result in further adverse impact. The cause of the power cable disconnect/low voltage alarms was due to the patient allowing the batteries to drop low. It was noted that, unrelated to the patient's hospital admission, the patient's backup system controller was exchanged due to "safety hazards" and there were plans to exchange the patient's primary system controller and modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup system controller (serial number: (B)(6) being exchanged was unable to be confirmed. No log files from the event controller were submitted for review. Attempts were made to obtain additional event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. The device history records were reviewed and showed no deviation from manufacturing or qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.